Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead was part of an attempted system explant due to a patient infection. The extraction of this lead was abandoned after complications occurred with the attempted extraction of the right ventricular lead, when the patient's superior vena cava tore and needed to be repaired. The leads subsequently were cut, with the locking stylets attached and left in the device pocket. The patient subsequently developed svc syndrome. Follow-up treatment for the svc syndrome and the infection was pending.